Event description:
It was reported that during the pre-implant check, the device was at a very low voltage level and there had been a documented por. The device was not implanted. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analysis of the returned device found ram chip - memory error.